Manufacturer narrative:
The proximal segment of the lead was returned but analysis could not be performed due to legal restrictions. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It had been reported by the patient that their lead had come loose and was wondering why that happened. Follow-up was conducted for additional information but the clinic did not have that information as the patient was not seen by their facility back when that right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.